Event description:
Customer stated that the device connector pins were bent and smashed down. Upon initial evaluation there is melting around the connectors. A request was made for the return of the suspect device and replacement product was sent.